Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned with poly tetra fluoro ethylene (ptfe) skiving. The guidewire was returned in two fragments; the proximal fragment had an additional fracture. Fracture one was at 207 cm and the second at 200 cm with the core wire exposed and bent and the platinum wire stretched. The distal fragment was inspected and the fracture was along the nitinol tubing with the platinum wire exposed 8 cm from the distal tip. A functional inspection was unable to perform due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of ¿guidewire distal tip broken/fractured during use¿ was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during operation of the guidewire for guiding the microcatheter to the target site in 3rd pass approach, the guidewire was broken and tip of it was left in the vessel between m2 and m1. The broken tip was removed from the vessel by aspiration using aspiration catheter. Additional information received indicates that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was of average tortuosity. The device was returned and it was confirmed that the distal tip of the guidewire had been fractured, there was also stretching noted to the fracture site. There was some evidence of peeling to the ptfe coating. It is probable that there was procedural and/or anatomical factors present during the procedure causing the guidewire to fracture. It was mentioned that the guidewire fractured during the 3rd pass of the microcatheter, it is possible that the guidewire suffered fatigue resulting in the fracture to the distal tip. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported event of 'guidewire distal tip broken/fractured during use' and to the analyzed event of ¿guidewire distal tip broken/fractured during use¿, ¿guidewire distal tip stretched¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The damage noted to the ptfe coating is consistent with interaction with the torque device, this may have occurred during use if the torque device was not sufficiently tightened or during removal of the torque device after use. An assignable cause of handling damage will be assigned to the analyzed event of ¿guidewire ptfe coating peeling¿, as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure the tip of the guidewire (subject device) got broken in an attempt to guide the microcatheter to the target site. The broken tip was removed by aspiration using an intermediate catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure the tip of the guidewire (subject device) got broken in an attempt to guide the microcatheter to the target site. The broken tip was removed by aspiration using an intermediate catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.